Event description:
It was reported that prior to starting a da vinci surgical procedure, the new tip was not lining up on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .052 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported was one distal idler pulley had an indentation at the edge. Failure analysis concluded the indentation was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.